Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the mid circumflex (cx). While the physician was attempting to advance the 3.00x28mm veriflex stent through the unspecified guide catheter, it was noted that the stent delivery system was unable to be advanced because the stent was crunched. The device never entered the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.